Event description:
It was reported that patient unable to use the pump. The issue was noticed 6 weeks after device was implanted as the device did not initially pump correctly. Physician has troubleshot the device using force deflation but the device is still not working properly. The patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). No adverse patient effects.

Event description:
It was reported that patient unable to use the pump. The issue was noticed 6 weeks after device was implanted as the device did not initially pump correctly. Physician has troubleshot the device using force deflation but the device is still not working properly. The patient will have to be scheduled to revise the pump. No adverse patient effects have been reported at this point.